Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
Pt's husband called lfs on behalf of his wife and alleged that her meter was displaying the "three dashes" symbol. The pt's husband stated that she was not able to test on the meter. He called the pt's physician for advise and was told to contact lfs for a replacement. The pt did not receive any treatment. The issue was not resolved with trouble. Based on the info provided, there is evidence of a meter malfunction. However there is no evidence that the meter contributed to a serious injury. A replacement meter is being sent to the pt.